Event description:
It was reported that the patient underwent kyphoplasty at t5. Intra-op, when the balloon was inflated to 2 ml at 175 psi with 1.2cc of cement injected, balloon ruptured.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.